Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error 1. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 07:00am. The patient manages her diabetes with fixed insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the meter issue; however, stated that on (B)(6) 2015 at 12:00pm she visited her doctors where she had her blood glucose tested on a doctor's meter which gave a result of less than 40mg/dl. Replacement products were sent to the patient. This complaint is being reported as the patient reported a sign suggestive of a serious injury after the alleged meter issue occurred.